Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings. Evaluation in progress.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a revision surgery took place due to a fractured rod.

Manufacturer narrative:
Evaluation of the device has been completed and it was found that there were no material or structural inconsistencies. The implant was made to specification. The rod fractured due to high cycle bending fatigue.